Event description:
It was reported that this patient was admitted to the hospital due to two inappropriate shocks involving this device. The patient was discharged home and a review of the episode was requested. A review of the episodes showed a morphology change during exercise leading to t wave oversensing. The most recent electrocardiogram showed appropriate sensing and the device was programmed to the alternate vector with smartpass filter off. The field representative wanted the patient to undergo testing to reproduce the morphology change that led to the inappropriate shocks to see which vector would be better suited for this patient. At this time the device remains implanted. No adverse patient effects were reported. A review of the device data by technical services (ts) provided troubleshooting steps to identify a different sense vector which may provide better performance during testing. Additional information noted that a follow up took place and automatic set up was performed. The device selected the secondary sensing vector which seemed reasonable. It was noted that during patient testing the morphology seemed to change periodically independent of rate during exercise. The device remained programmed to the secondary sensing vector. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient was admitted to the hospital due to two inappropriate shocks involving this device. The patient was discharged home and a review of the episode was requested. A review of the episodes showed a morphology change during exercise leading to t wave oversensing. The most recent electrocardiogram showed appropriate sensing and the device was programmed to the alternate vector with smartpass filter off. The field representative wanted the patient to undergo testing to reproduce the morphology change that led to the inappropriate shocks to see which vector would be better suited for this patient. At this time the device remains implanted. No adverse patient effects were reported.